Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the revel ventilator unit oxygen(o2) connection port was having an air leak. The issue occurred during patient-use and the patient was ventilated using a bag valve mask for the entire transport (15 minutes). The customer confirmed that there was no patient harm associated with the reported event.